Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was infusing slower than expected. The set was connected to a 1000ml bag of IV solution, and was being used with a baxter infusion pump with the flow rate programmed at 999ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.